Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm on their insulin pump. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. The insulin pump was received with cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.